Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator upper and lower screen became blank and generated an alarm. There was no report of patient harm associated with this event.

Manufacturer narrative:
(B)(4). Received information that the ventilator has been evaluated. The breath delivery unit (bdu) printed circuit board (pcb) and graphical user interface (gui) pcb were replaced. The backlight (bli) was upgraded. The ventilator passed all the required testing.

Manufacturer narrative:
(B)(4). Received new information stating that the patient was removed from the ventilator and manually ventilated via an ambu bag. The patient was then placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.